Manufacturer narrative:
The investigation determined that two reproducible, higher than expected vitros k+ quality control result was obtained after a k+ reagent calibration event. The investigation determined that the higher than expected vitros k+ quality control results were associated with an atypical calibration. The most likely assignable cause of the atypical calibration is user error related to improper calibrator reconstitution. Expected performance was observed following recalibration using an alternate set of calibrators, prepared according to the IFU. There was no evidence to suggest that an instrument or reagent related issue contributed to the event.

Event description:
A customer observed two reproducible, higher than expected vitros k+ quality control results obtained using a vitros 5,1 fs chemistry system. The following results were obtained: qc fluid mas 1 = 4.28 vs. An expected result = 2.72 mmol/l; qc fluid j2353 = 4.58 vs. An expected result = 2.82 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).